Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported interference lines on the image during a diagnostic gastroscopy procedure involving an olympus gastrointestinal videoscope. The procedure was completed using the same device, and there was a delay of less than 30 minutes. There was no patient injury reported.